Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.¿device breakage or failure or inability to retrieve implanted device as described in IFU, possibly requiring another intervention or treatment modality to complete procedure¿, "vena cava or other vessel injury or damage, including rupture or dissection, possibly requiring surgical repair or intervention" and "injury or damage to organs adjacent to vena cava, possibly requiring surgical repair or intervention" are potential complications cited in the IFU associated with this product. In the optional procedure for filter retrieval section of the IFU, it states: ¿if the filter is retrieved, it should be done within 175 days following implant.¿ it is unknown how many days following implant that the retrieval attempts were made.

Event description:
According to the notice received by way of a civil action complaint filed on march 15, 2017, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2012. The patient alleges ¿the filter is still in place and a recent study confirmed the filter now presents more risks than benefits, including an increased risk of forming a blood clot. The patient further alleges a contradictory statement that the filter was removed, on an unknown date, but that during the procedure ¿the filter leg fractured and it is embedded in the wall of the vena cava.¿ the patient alleges life-threatening injuries but does not provide further detail. Argon¿s attorneys are attempting to gather information and clarification of the allegations.